Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor motor passed motor test. No motor position encoder error alarm on alarm history screen noted. Drive support disk was inspected and no anomaly was noted. Unit had minor scratched lcd window, cracked case near display window corners cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.